Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 21mm aortic bioprosthetic valve was implanted and explanted during the same procedure. The device was replaced with an 18mm mechanical valve for unknown reasons. No additional adverse patient effects were reported.